Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision and performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, the lower display on an 840 ventilator was not readable. The ventilator was not in use on a patient at the time the event occurred.